Manufacturer narrative:
Philips received a complaint from the customer on the v60 ventilator indicating that the device did not deliver oxygen (o2) to the patient. The patient was noted to have experienced a desaturation of peripheral oxygenation (unspecified extent) during the event in question and was subsequently removed from the ventilator. No further harm or injury was specified. The device was swapped out with a different device, with no further medical intervention provided to the patient. This complaint was assessed by a clinical expert who determined that an unspecified desaturation of patient spo2 (peripheral capillary oxygen saturation) does not constitute a serious injury. Additional information regarding the reported event has been requested. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the device was connected to power and with o2 circuit or tubing connected to the respective gas outlet. The fse carried out oxygen dispensing tests using tsi tools without encountering problems. Therefore, no corrective action was taken. The problem may have occurred due to a fault on the hospital gas system, as also detected by the v60 logs which showed that at the time of the reported event the ventilator issued an alarm for "oxygen not available". This presupposes that the problem was not due to a technical problem with the ventilator but either to an incorrect connection of the oxygen tube or to a fault in the output or o2 system of the station to which it was connected. The investigation is ongoing.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is having flow issues, does not deliver oxygen. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) performed several ventilation tests with a specific device and with different oxygen percentages set, but no oxygen delivery problems were found as reported by the department. The v60 logs showed that at the time of the reported event the ventilator issued an alarm for "oxygen not available". This presupposes that the problem was not due to a technical problem with the ventilator but either to an incorrect connection of the oxygen tube or to a fault in the output or o2 system of the station to which it was connected. The device passed required performance verification tests per philips standards and was returned to service.